Event description:
Customer was hospitalized due to low blood glucose levels. Troubleshooting was performed and pump passed all tests. Found that customer had been hospitalized three times for low blood glucose levels as well as other medical reasons. Customer also was having a problem with the buttons not responding, button error alarms and with the pump not printing properly. Troubleshooting was not performed due to the buttons not responding.